Manufacturer narrative:
The following devices were also listed in this report: simplex p with tobramycin 1 pack; cat # 6197-9-001; lot # mhu072 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving simplex cement mix was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate ten-packs were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar event for the lot referenced. Conclusions: it was reported that the patient is experiencing pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported via mw5159967: clicking noise, hurts when laying down. Device location: left. (Note: stryker cement used with competitor implants).